Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler did not staple and broke during use; was necessary to exchange for another device. It is unknown how they completed the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).